Event description:
It was reported that insulin gauge displayed a fill estimate that showed zero units in cartridge while cartridge actually contained about 200 units. There was no reported impact to the customer¿s blood glucose level. Customer resolved issue by loading new cartridge, and technical support advised use of in-app cartridge load resource for guidance and instructed customer to call back for troubleshooting if problem happened again, then closed case.